Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event cannot be conclusively established through this evaluation. It was reported by the account that the patient's cause of death is multisystem organ failure (msof). The patient developed respiratory failure due to aspiration, which required a tracheostomy due to ongoing ventilator wean. In addition, at the time of the aspiration event, the patient developed hypotension requiring pressors, renal failure requiring continuous renal replacement therapy (crrt), and worsening transaminitis and hyperbilirubinemia. The patient had multiple episodes of gastrointestinal bleeding (gib) requiring multiple esophagogastroduodenoscopies (egds) and procedures to manage gastric bleeding. The patient had increasing pressor requirements, and blood cultures were also positive on (B)(6) 2021. Despite maximal medical therapy, the patient continued to decline. The patient was transitioned to comfort care due to ongoing multi-organ system failure, and ultimately expired on (B)(6) 2021. According to the account, the death was not considered device-related, and the device reportedly operated as expected. (B)(4) was not returned for evaluation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists bleeding, infection, and varying types of organ failure/ dysfunction (including respiratory, renal, and hepatic) are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away and the cause of death was multi system organ failure. The patient developed respiratory failure due to aspiration. At the time of this event, the patient also developed hypotension which required pressors. The patient then had worsening renal failure and was treated with continuous renal replacement therapy (crrt) and had worsening transaminitis and hyperbilirubinemia. It was also noted the patient had multiple episodes of gastrointestinal bleeding which required multiple esophagogastroduodenoscopy (egds) and procedures to manage the gastric bleeding. On (B)(6) 2021, the patient was also found to have positive blood cultures for pseudomonas. Despite maximal medical therapy, the patient continued to decline and was transitioned to comfort care. The patient passed away on (B)(6) 2021. The death was not device related and the device operated as expected.